Manufacturer narrative:
During a recent review we realized this event should have been reported

Event description:
The customer has informed rewalk clinical trainer that the waistpack of the device (where the li-ion battery packs are located) caught fire while it was being charged for approximately 6 hours at his house. The customer was not using the system when the incident occurred (the device includes a safety measure that prevents powering on the device while it is being charged). There were no injuries as a result of the incident and there was minor damage caused to the floor where the device was stored. The device was mainly damaged in the waistpack area.